Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca. For g4: PMA/510(k): premarket submission number not available/not released.

Event description:
During the call, the patient was placed on the autopulse nxt platform (sn (B)(6)) and was moved to the ambulance due to the weather. The device displayed a yellow alert triangle indicator light. The performance report from the nxt platform indicated fault 1300 (fan fault). The patient, a 48-year-old female in cardiac arrest with multi-system trauma after being struck by a motor vehicle, did not survive. Per the customer, the nxt platform malfunction was likely not the cause of the patient outcome. No further information was provided.

Manufacturer narrative:
The customer's complaint that the autopulse nxt platform (sn (B)(6) displayed a yellow alert triangle indicator light and was unable to use the device was confirmed during the functional testing. The performance report also verified the presence of fault 1300 (fan fault), as reported by the customer. The investigation determined that the root cause was a failed cooling fan, resulting from shorted wiring due to the ingress of blood or a mixture of blood and other fluids. A visual inspection of the returned autopulse nxt platform showed no physical damage. When the nxt platform cover was removed noted a significant exposure to blood or a mixture of blood and other fluids, likely while the fan was operational, leading to fluid infiltration that caused a short circuit in the fan's electronic components. The archive data showed the presence of the fault code 1300 (the fan is not functional), thus confirming the customer complaint. During the initial functional testing, when the nxt platform was powered on with the cover removed, noticed that the fan was not operating, thus confirming the customer complaint. Further testing could not be performed due to the nxt platform's extensive damage. The fan assembly and left side air baffle were replaced to remedy the issue. Following the service, the autopulse nxt platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse nxt platform with sn (B)(6).